Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the initial parameters were good; however, upon entering the coronary sinus the threshold increased and the r wave dropped. A different lead was implanted and no patient complications have been reported as a result of this event. Update from mpxr 420212: another lead to be returned for analysis - lead - 6935m62 - (B)(4) - initial parameters were good, but on deflectable catheter entering the cs, parameters changed with threshold increasing and r wave dropping - ? Perforation. No issue suspected with the lead.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. And no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.